Manufacturer narrative:
It was reported that the console release handle for the cardiosave intra- aortic balloon pump was extremely loose and the iabp unit was not able to be released from the hospital cart. Loose screws were discovered in the bottom of the shipping crate. The cart of the iabp unit was returned without the console to getinge's wayne facility for further evaluation and repair. A getinge senior electronic technician evaluated the cart and was able to reproduce the reported failure and replaced the hospital cart chassis (0441-00-0195). Completed unpacking and installation checkout for cardiosave iabp. Performed calibration verification, functionality, and safety checks. All checks passed to factory specifications. Released device to for in-service training and clinical use. The cart was returned to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that the console release handle for the cardiosave intra- aortic balloon pump was extremely loose and the iabp unit was not able to be released from the hospital cart. Loose screws were discovered in the bottom of the shipping crate. This is an oob failure. There was no patient involvement.